Event description:
It was reported that the patient had a suspected infection and was experiencing pain at the ipg site. Signs of infection were swelling and redness. The physician assessed the infection as not device related and the cause was unknown. It was also reported that immediately following a revision, the ipg would no longer communicate with the remote control and the patient had charging difficulties. The physician believed that ipg may have been damaged by electrocautery during a previous lead revision. The patient was placed on antibiotics and will undergo a revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the patients ipg would not hold a charge. The patient underwent a revision procedure wherein the ipg was replaced and relocated on the left side. The patient was doing well post-operatively. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred following a lead revision on (B)(6) 2020.

Event description:
It was reported that the patient had a suspected infection and was experiencing pain at the ipg site. Signs of infection were swelling and redness. The physician assessed the infection as not device related and the cause was unknown. It was also reported that immediately following a revision, the ipg would no longer communicate with the remote control and the patient had charging difficulties. The physician believed that ipg may have been damaged by electrocautery during a previous lead revision. The patient was placed on antibiotics and will undergo a revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.